Event description:
Customer reported a malfunction alarm with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred, which the customer acknowledged and understood.